Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: hospital found one luer-hub broken after using device for three days. The catheter was removed and replaced. One luer-hub was found broken on the new device after using device for one day. The second device remained in patient for use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for evaluation. Visual inspection revealed the distal extension line was separated directly adjacent to the luer hub. Remains of the extension line were found inside the luer hub. The points of separation were rough and jagged. The distal extension line also appeared to be intentionally separated in two locations. The total length of the catheter body measured to be 322 mm which is within specifications of 310-330 mm per product drawing. The outer diameter of the distal lumen measured to be 2.178 mm which is within specifications of 2.13-2.21 mm per product drawing. The inner diameter of the distal lumen measured to be 0.057" or 1.4478 mm, which is within specifications of 1.42-1.50 mm per product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The proximal and medial lumens were flushed using a water-filled lab inventory syringe. They both flushed as expected. A manual tug test confirmed the proximal and medial extension lines were fully secured within the luer hubs. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined.

Event description:
The complaint is reported as: hospital found one luer-hub broken after using device for three days. The catheter was removed and replaced. One luer-hub was found broken on the new device after using device for one day. The second device remained in patient for use. No patient harm reported. The patient's condition is reported as fine.